Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02790 and 1627487-2013-02791. It was reported the patient received a low battery warning message when he tried turning the system on. He also complained of occasional pain at the ipg site. It was reported the patient had not used his system in over 2 years due to inadequate stimulation coverage, and he is considering having the system explanted. The patient planned to meet with his physician and sjm representative at a later date regarding the issues.